Event description:
Admitted 7/29/96 thru ER complained of shortness of breath; diagnosis respiratory insufficiecny pneumonic. Arrested on 8/2/96 staff proceeded to resuscitate pt using device. It was later noted that the monitor was not in the "paddle" mode while using paddles; it was in the lead ii mode which came up when machine was turned on and staff was trained that monitoring with paddles could be done with lead ii. When in fact in order to identify rhythm with paddle-paddles mode must be on monitor screen.